Event description:
It was reported by service report that the scale would not zero, and could not read accurately. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty load cell caused scale malfunction.